Event description:
Additional information received indicates that during the lead revision procedure unspecified lead body damage was observed. The lead was surgically abandoned. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high, out of range pacing impedance and oversensing of noise. There was no evidence of pacing inhibition. A revision procedure is expected but has not yet been performed. No adverse patient effects reported. As of today all available information indicates that the lead remains in service.